Event description:
Clinical study. Same case as 2134265-2009-02084. It was reported that following a carotid artery stenting procedure, the pt experienced in-stent restenosis. The target lesion was located in the ostium of the left internal carotid artery with 80% stenosis and was 30mm long with a 6mm reference vessel diameter. The physician treated the target lesion with placement of a filterwire ez and two 4-9 x 30 mm nexstents. Following post-dilatation, residual stenosis was 0%. The pt was discharged the next day. At 365 days post index procedure, the pt was seen for a 12- month follow-up visit. Stroke scale at this time was 0. The pt had a required 12-month ultrasound that noted 0% target lesion stenosis. Per the core lab ultrasound report of study at that time, revealed that there was 50-79% in-stent restenosis. No other info is available at this time.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.